Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate any slippage or movement once the clamp was properly positioned and put under pressure. The unit has some movement in the lock due to normal wear, but that would not cause any slippage. Due to the nature of the customer's complaint, the unit was sent to quality engineering (qe) for further investigation. Further investigation by qe confirms the initial findings, that the clamp was received in worn condition and had minor movement in the lock with no additional device deficiencies observed. However, it is recommended that the unit is serviced before returning to the customer. Root cause - the complaint is not confirmed. The unit has some movement in the lock due to normal wear, but that would not cause any slippage. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2025-00207: a resident physician reported that a patient had a mayfield modified skull clamp (a1059) placed for a posterior cervical procedure along with the integra mayfield bed attachment, base unit, swivel adaptor, skull clamp, and pins. The resident placed the skull clamp and it was checked by the attending surgeon, but during the case, they felt something shift. They checked the patient¿s head position within the skull clamp and it was the same; nothing moved. At the end of the case when the patient was flipped to the bed and the skull clamp was removed, the resident noticed an indentation on the patient¿s nose. The round connection point where the skull clamp meets the swivel adaptor was pressing against the patient¿s nose. The resident confirmed the extra pop feeling when locking the skull clamp and there was no play in the mayfield set up. He also checked the patients scalp for any lacerations and there were none. The base unit used in this procedure is unknown, as it was not flagged with the other equipment after the procedure. There was no surgical delay.